Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - impactor. Visual inspection of the returned device found it to exhibit signs of repeated use and component (B)(4) has fractured off in component (B)(4). The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has a field age of 15+ years and has been used unknown number of times. Hence, the root cause can be attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee arthroplasty, the screw broke inside the impactor. Photos of the impactor show the screw disassembled. There was no consequences or impact to the patient.